Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 14.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead was capped and replaced due to increasing lead impedance and pacing threshold measurements. Patient was stable post-procedure.